Event description:
Once the pathway was cleared for the l3, 4 & 5, the surgeon switched to the left side. He started to make a pathway for the pelvic bolt and used the curved probe to change direction using a light mallet to make forward progress. After several attempts creating a pathway he was happy with, he withdrew the probe and found the tip had sheared at the 40mm marker. The detached section was not removed from the patient.

Manufacturer narrative:
The investigation found that the instrument was properly manufactured and released to design specifications. No irregularities have been identified. It was reported that the surgeon used the curved probe to change direction of the pathway using a light mallet to make forward progress. After several attempts creating a pathway he was happy with, he withdrew the probe and found the tip had sheared. It appears that the instrument failed due to excessive lateral bending/fatigue stress related either to the patient or clinical circumstances. While the surgeon was striking the probe to change direction of the pathway, the distal tip of the instrument encountered excessive lateral bending/fatigue causing it to fracture and break. The fracture section which remains in the patients is approximately 40mm in length and is manufactured out of 465 stainless steel per astm a564. Although the exact location of the detached section is unknown, the surgeon reported creating a pathway on the left side of the l3, 4 & 5 vertebral bodies.